Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was put in the "wrong location". The surgeon "arbitrarily moved my pump into my midriff from my lower abdomen when he was asked to simply secure it in place, and he has refused to remediate his actions". The pt was attempting to find a new neurosurgeon to move the pump back into the lower abdomen.